Event description:
Per company representative - (B)(6) 2022 - they noticed an increase in pericardial effusion while trying to extract one of the 29 year old leads. They were able to successfully complete the procedure. The cook devices performed well and as expected. Subsequently, they performed a sternotomy to repair a perforation in the right atrium. The doctor thought that the patient was going to need a sternotomy anyway due to how old the leads were.

Manufacturer narrative:
Product code: dre. PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. D2b- product code: dre g4- PMA/510(k): k141148 investigation - evaluation no device was returned on this complaint due to the customer discarding the device, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed other than by testimony. The customer's complaint/event that was entered into trackwise: "increase in pericardial effusion". Per complaint information: "per rep - 02jun2022 - they noticed an increase in pericardial effusion while trying to extract one of the 29 year old leads. They were able to successfully complete the procedure. The cook devices performed well and as expected. Subsequently, they performed a sternotomy to repair a perforation in the right atrium. The doctor thought that the patient was going to need a sternotomy anyway due to how old the leads were." The device history record (DHR) could not be confirmed due to the lot was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per company representative - 02jun2022 - they noticed an increase in pericardial effusion while trying to extract one of the 29 year old leads. They were able to successfully complete the procedure. The cook devices performed well and as expected. Subsequently, they performed a sternotomy to repair a perforation in the right atrium. The doctor thought that the patient was going to need a sternotomy anyway due to how old the leads were.